Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had an out of range pacing impedance measurement greater than 3000 ohms, which resulted in a lead safety switch (lss). There was also reportedly noise and oversensing. The noise could be reproduced with isometrics. The associated pacemaker was reprogrammed to bipolar sensing mode. The physician reported that they will continue to monitor the situation via remote monitoring. The ra lead and pacemaker remain in service. No adverse patient effects were reported.